Event description:
We received on 12 december 2024 an update about the complaint (B)(4): during drilling, the tip of the straight drill broke and it remained in the patient. The surgeon was still able to place all screws. We have also been informed that there is no impact on the patient and that the surgeon does not expect any further problems. The device history record of the complained instrument has been reviewed and there were no non-conformities observed.

Manufacturer narrative:
The complaint has been registered under (B)(4) and an update has been received on 12 december 2024: during drilling, the tip of the straight drill broke and remained in the patient. The surgeon was still able to place all screws. After reception of the complaint, the manufacturing folder has been reviewed. The production processes are conform to the predefined specifications and the quality control passed. There were no non-conformities observed during the manufacturing process. There were in total (B)(4) units of this batch manufactured in october 2020, and there are still (B)(4) units on the market. This is the 2nd complaint we received for this batch and for breaking issues. We also requested pre- and post- operative images on 16 december 2024, and we sent a reminder on 18 december 2024, but we did not receive operative images, in addition, we asked for an update on 09 january 2025 and 23 january 2025, but we did not receive any update. According to the surgical technique, the screw site should be prepared by first inserting the straight or angled cutting square awl into the guide hole of the low-profile implant holder. The drills can be used if needed. The hypotheses for this breakage are: the awl was not used before using the drill. As the patient has hard bone, this can lead to breakage.

Event description:
We received on 12 december 2024 an update about the complaint (B)(4): during drilling, the tip of the straight drill broke and it remained in the patient. The surgeon was still able to place all screws. We have also been informed that there is no impact on the patient and that the surgeon does not expect any further problems. The device history record of the complained instrument has been reviewed and there were no non-conformities observed.

Manufacturer narrative:
The complaint has been registered under (B)(4). And an update has been received on 12 december 2024: during drilling, the tip of the straight drill broke and remained in the patient. The surgeon was still able to place all screws.